Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe as the nurse administering medication using the syringe the consumer fights and puts head back causing the nurse to stick her own index finger. The nurse cleaned the area on her index finger. No other information was give. The nurse did not want to complain she was inquiring about needle for consumer. This complaint was created to capture the 2nd of 2 related incidents. This complaint captures issue of needle stick on occurrence date of (B)(6) 2019 with unknown product information. The following information was provided by the initial reporter: nurse was calling on behalf of a consumer. Inquiring about the 12.7 syringe which she stated this bag is from the consumers whose husband had passed away. She was inquiring about needle being too small. She was inquiring about the smaller needle as 3/8 inch. She also mentioned about needing 1/2 inch size 28g. Consumer uses the syringe for b12. When nurse uses syringe consumer fights and puts head back. Needle stuck nurses index finger. Nurse cleaned the area on her index finger.